Event description:
It was reported the patient was able to charge normally the week prior to report but could not turn the implantable neurostimulator (ins) on due to a ¿call clinician¿ screen. It was unknown what code accompanied the screen. The day of the report neither the physician programmer nor the patient programmer would perform telemetry with the ins, which was believed to be due to a state of overdischarge. The patient¿s device had been through a physician mode recharge (pmr) once before. It was thought that the patient¿s device would not come out of the suspected overdischarge due to the battery age and the prior overdischarge. The event was unresolved on the date of report. It was later reported that the overdischarge was confirmed and the cause of the overdischarge was the patient had not been using the stimulator. The patient had his battery jump started a couple times before. The battery was coming up on the 9 year mark and the physician decided it would be a good time to replace the battery and the patient planned on seeing a surgeon for a replacement. The patient was not receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 377660, lot# v006387, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 377760, lot# v009664, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).